Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock due to premature ventricular contractions. The implantable cardioverter defibrillator was reprogrammed. The patient was in stable condition.